Event description:
(B)(4). After having essure implanted I immediately started to experience the following: low back pain, a burnt or numb feeling in my mouth and tongue, severe anxiety, depression, my feet and or hands fall asleep, bloating that lasts for days at a time, digestive issues..such as gas and cramps after a meal..bloating and general discomfort, headaches that last days at a time, irregular periods that are very heavy at first and sometimes produce blood clots, joint pain and constant fatigue.